Event description:
It was reported that (1) al236 was used during an evh procedure. It was reported by the rep that the clip applier malfunctioned during use. A few clips were placed without incident and then device seemed to jam. It is unknown how the case was completed. There was no consequence to pt.